Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The technician recommended replacing the motor blower assembly to address the issue. Periodic maintenance 2 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter. Performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. Software version was checked. (Ver.14.1.03). No further investigation is required at this time.